Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4). A receipt of initial submission attempt was done on the (B)(6) 2018, this failure was discovered while trying to submit a final report (follow up number 1), thus the current report is an initial + follow up number 1. The failure is due to wrong device, method and conclusion codes.

Event description:
The event was reported by a customer from the (B)(6): "pump charging issue due to ips pin problem".